Event description:
Pt was implanted with tfn construct on (B)(6) 2012 for a subtrochanteric fracture. Postoperatively, it was found on x-ray, that the distal segment was internally rotated. Pt was returned to the operating room on (B)(6) 2012 for revision surgery. Surgeon removed the two (2) locking screws and revised pt with two (2) new screws. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.